Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. Surgery to access sleeper fixture and place a new abutment occurred on (B)(6) 2013. During the same procedure, a new sleeper fixture was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This fixture is not available for analysis. (B)(4).